Event description:
The facility reported "pump turns off and on by itself". It is not known if this occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.

Manufacturer narrative:
The device has been received and an evaluation will be performed. A follow-up report will be submitted upon completion of the evaluation or if additional information is obtained.